Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd extension set was leaking. The following information was received by the initial reporter with the following verbatim 'as we have had a leak from an in-line filter today. Luckily it was only immunotherapy. We do have the part if you would like to see it. Leak occurred at connector site.

Manufacturer narrative:
No 20350e-0006 sample was returned for investigation. The customer returned a non bd three-way tap and needleless connector. It was reported that the affected sample was from lot 24079013 and that they identified "a leak from an in line filter today. Luckily it was only immunotherapy." And "leak occurred at connector site." No further information was available regarding the exact location of leakage or sequence of events leading to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24079013 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the alleged sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Further information relating to the sequence of events and exact nature of the reported incident was not provided. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
No additional information.